Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation for esophageal varices procedure performed on (B)(6) 2025. During the procedure, an attempt was made to perform rubber band ligation, but the bands did not fire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.